Event description:
A surgeon reported that following implantation of an intraocular lens (iol) a wrinkle was noted in the lens. The incision was enlarged to allow removal of the iol, and a suture was required.